Manufacturer narrative:
This report is submitted on feburary 3, 2021.

Event description:
Per the clinic, it was reported that the patient expereienced a loss of connection to the internal implant. Reprogramming attempts were made; however, the issue could not be resolved. Susequently, the device was explanted on (B)(6) 2021.